Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced needle detachment from the safety mechanism. The following information was provided by the initial reporter: the protection of the needle didn't work. You could move the protection and get the needle unsafe. It was a risk to get a needle stick injury(nsi) but they didn't get a nsi.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced needle detachment from the safety mechanism. The following information was provided by the initial reporter: the protection of the needle didn't work. You could move the protection and get the needle unsafe. It was a risk to get a needle stick injury(nsi) but they didn't get a nsi.